Event description:
(B)(6) 2025 22:36:24 in carelink report, i.e. Missing, inaccurate, etc t/s per dop114-696doc ver bh. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. Instead this issue would be investigated through database application logs. This issue is confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the sw requirement doc field. After a thorough investigation the software support team has confirmed the patient choose to upload last 14 days (from november 12th) instead of choosing all data while uploading snapshot on november 12th. This is why the reports have data from october 29th. The patient cannot upload data again for the missing dates as it will corrupt the already uploaded data. Also uploading again with all data will only upload data from the last available data which is november 12th. The most likely root cause is the upload was made for last 14 days (from november 12th) instead of all data while uploading snapshot on november 12th. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: the patient choose to upload last 14 days (from november 12th) instead of choosing all data while uploading snapshot on november 12th. This is why the reports have data from october 29th. The patient cannot upload data again for the missing dates as it will corrupt the already uploaded data. Also uploading again with all data will only upload data from the last available data which is november 12th. Please let the patient know to always choose all data instead of last 14 days so that the uploader can upload all the data that it has. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.